Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system interface was down and unable to retrieve medications. The technical support specialist connected to the station remotely and checked all in one production server, where high memory usage was observed. The specialist ran a monitoring query, which indicated that the care fusion coordination engine service had stopped. The service was then restarted to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had interface down for past 1.5 hour. The customer reported that the user was unable to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.